Manufacturer narrative:
(B) (4).

Event description:
Procedure: vats. According to the reporter: upon preparation for surgery, a round plastic part on the root of the handle was disengaged. The instrument was not used on the pt. The staff used another device.